Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was no longer functional. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. Additionally, it was reported that the pump reset unexpectedly. During troubleshooting with tandem technical support, the customer was able to reload the same cartridge onto the pump and resume insulin delivery. The customer's blood glucose level was 132 mg/dl. Reportedly, the customer would continue to use the pump for insulin therapy.